Event description:
The customer reports the sheath buckled.

Manufacturer narrative:
(B)(4). The customer returned one peel away sheath with dilator for evaluation. The sheath was returned with the peel-away starting to split and peel away halfway down the sheath. It was splitting away down the score line but also started to peel back and was twisted and jagged. Microscopic examination revealed the sheath body score line appeared to be prematurely separating in the middle of the sheath. White marks were also observed where the sheath began to tear indicating stress. The overall length of the sheath was and was within specification. The tearing starts 10mm from the tip and ends 20mm from the tip. The returned dilator was advanced through the sheath with minimal resistance. A device history record review was performed and did not reveal any manufacturing related issues. The IFU provided with this kit instructs the user, "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel. Also "do not withdraw dilator until sheath is well within vessel to minimize the risk of damage to sheath tip." The reported complaint that the sheath tore incorrectly was confirmed by complaint investigation. The sheath was returned with a split down the score line but had started in the middle, 10mm from the distal tip. White, twisted and jagged marks indicate stress on the sheath. A DHR review was completed with no relevant findings. Based on the condition of the returned sheath at the point of separation, it was determined that unintentional use error caused or contributed to this complaint. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the peel-away sheath split prematurely.

Event description:
The customer reports the sheath buckled.